Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9(date return to manufacturing), g1,g3, g6, h2, h3, h6 (type of investigation, investigation findings, conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned non-maquet sheath was over the catheter. Four kinks were observed on the catheter tubing approximately 76.2cm, 53.3cm, 51.4cm and 51cm from iab tip. The optical fiber was found to be broken within a kink approximately 76.2cm from the iab tip. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint reference # (B)(4).